Event description:
Patient reported left side weakness, numbness and tingling and was then unable to move his leg for around 5 minutes. Admitted to hospital and tested for possible stroke. Doctor's notes indicate possible mild transient ischemic attack.

Manufacturer narrative:
It was reported that a patient had numbness, tingling and was then unable to move his leg for around 5 minutes. The patient was admitted to hospital and tested for a possible stroke. Doctor's notes indicate possible mild transient ischemic attack. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the hemi head, modular sleeve and stem involved. A review of the complaint history for the cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Without the details of the devices, medical details of the reported issue, failure modes and/or reason for revision involved in this complaint, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the task will be reopened and completed. The available medical documents were reviewed. Although it was reported the patient had weakness in his left leg for about 5 minutes, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported weakness cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.